Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30, 2025. This report summarizes 2 events for the failure: detachment of device or device component. - 1 event had no health consequences or impact. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition 2 devices: product disposition is not yet determined. Additional information 2 devices were labeled for single-use. 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2025-99424. Supplemental rationale corrected data: b5, h1, h6, h11 2 events were previously reported during the reporting period; however, - 2 previously reported events in this report should have been included under MFR report # 3015967359-2025-99429. - 0 previously reported events are included in this follow-up record.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 0 events for the failure: detachment of device or device component.